Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed noise while plugged into wall. There was no patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name : (B)(6).

Event description:
It was reported that when plugged in a closet, the cardiosave intra-aortic balloon pump (iabp) unit started alarming and had a fault # 118 (inform bit of continuous bit failure from a remote vas) multiple times. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: b5, h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the power management board. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of an alarm when plugged into the wall. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.